Event description:
It was reported that the tubing disconnected/separated on one (1) custom z1881 device extension set. The extension set was in use/attached to the central line on a neonate pt. The device set was removed and replaced with no further problems reported. Limited information regarding the incident, including type of set-up; length of time the device set was in use etc. Was available. Multiple attempts by the mfgr to obtain incident, pt, and device usage information have to date been unsuccessful. Complaint investigation: the involved z1881 device set was returned to the mfg for analysis and investigation. Visual inspection and analysis of the used device set, recorded that the tubing was separated from the bottom of the burette. The engineering analysis report recorded that the bonded tubing/pocket showed minimal/insufficient amount of solvent was present. Remedial & corrective actions: the involved operation and quality assurance management and support personnel participated in this investigation and are developing and implementing the corrective actions to address this assembly bonding error. Remedial & corrective actions: as an interim remedial action, the involved quality and maufacturing managers and personnel are closely reviewing the bonding process/sampling plans with the mfg operators to ensure that enough solvent is being applied and that the connections are secure. Additionally, ICU medical inc. Has initiated a corrective action report (car). The car activities utilize a multi-discipline approach to identify, implement & status corrective actions to address the problem. A summary/status of the car activities to date are as follows: the testing and inspection procedures and methods have been reviewed to determine whether add'l methods, instructions and techniques could be identified and implemented to reduce the likelihood of this type of non-conformance. Comprehensive, detailed training and re-training sessions have been conduted with all involved assembly and quality operators to emphasize the importance of thoroughly following procedural instructions. Additional engineering studies are in progress to identify and test current solvent formulations, applications, various control dispense equipment/methods. Design and dimensional evaluations are in progress to identify any geometric enhancements that may further strenghten any susceptible bond fittings/assemblies.

Manufacturer narrative:
Conclusion: the reported product problem (incorrect bonding) was confirmed. Although the investigation and analysis of this issue is still on going, we have not yet identified a specific root cause other than human error/oversight.